Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system displays an error message and locks the arch. No further information regarding the issue has been provided. No service has been performed by philips since the equipment had reached end of support (end of service) and was no longer under contract and services from philips. To date, there have been no further reports of this issue.

Event description:
It has been reported to philips that the system displays an error message and locks the arch. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.